Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient felt like they needed to urinate often and, when they went, it would just dribble. It was not emptying like it once did and they weren't sure what happened. They confirmed that it was almost like the therapy wasn't working for them anymore. They noted that they did feel stimulation and they tried increasing the stimulation on program 1 and was feeling tingling in their lower back. They noted that they never felt stimulation in the bike seat area, but it was helping by 50%. When it didn't work, they would start to get urinary tract infections (utis) because their bladder wasn't emptying. They noted that that hadn't happened in a long time, but they worried about it. They had tried all four programs in the past and, at the time of the report, was feeling pulsing on program 2 at 1.5 v. It was also noted that, around (B)(6), they became really bloated and felt they weren't getting it set right.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.